Event description:
On (B)(6) 2011, patient reported the up and down buttons on the infusion device were not functioning correctly. This was first noticed 2 weeks prior to report, and patient switched to her backup infusion device a few days ago. The up and down buttons do pop up after they are pressed. Patient boluses approximately 4 times per day and is not sure how long she has used this infusion device. Patient was unable to verify the infusion device serial number due to poor eyesight, but the serial number in patient's configuration does fall within the recall range. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.